Event description:
Customer's mother called to report a hospitalization due to low blood glucose. The blood glucose reading is 29 mg/dl. Caller stated that the customer passed out. Customer was taken to hospital. The blood glucose readings were not controlled. Customer was treated with IV and discharged. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with broken end cap. Unable to perform functional testings including basic occlusion, occlusion, prime and no delivery tests due to broken end cap. Motor passed motor test. Unable to verify for delivery anomaly due to broken end cap. The insulin pump had a missing end cap sticker.